Manufacturer narrative:
(B)(4). Batch # 561a81. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(4) device was returned with no apparent damage and with a (B)(4) reload present. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. When fired the device achieved its complete firing sequence without any difficulties. However, the staple line was fully fired on the left side and the right side was partially fired that pan was removed and it was noted that the one-piece sled was damaged. The damage to the one piece sled has been correlated to the design and could have contributed to the reported event. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the sixth firing on the top of the stomach the device made an ¿odd¿ sound at which time the surgeon stopped the firing sequence, reversed the knife, and removed the device from the patient. Another stapler and reload was used to complete the procedure. There were no adverse consequences for the patient.